Event description:
The rptr stated something went wrong during surgery and there was pt contact with an aa4203tl toric silicone single piece lens. Add'l info has been requested but none has been forthcoming. If add'l info is rec'd, a supplemental medwatch will be sent.

Manufacturer narrative:
Results: visual inspection of returned prod found no visible damage to the lens. There was evidence of clear surgical device residue. Conclusions: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.